Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a separated end cap. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon visual inspection, it was found that the end cap was separated from the monitor case and all three cables running from the computer/analog pca board to the auxiliary board were unplugged. The defibrillator pca board also had several missing components. The root cause for the end cap separation and missing components cannot be positively identified, but was probably the result of a drop or excessive force. The cables were reconnected and the monitor was then fully functional. No adverse event resulted from the disconnected cables or missing components. The last patient to use this monitor did not experience any problems with it.